Event description:
Healthcare professional reported right side ruptured implant and history of grade ii capsulitis which progressed to grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received with lot number 3064635. Analysis of the returned device identified: creases fold, opening curved on radius, weight to the spec and red particles in the gel. A visual and microscopic analysis was performed which identified: striated opening on radius. Base on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured implant and history of grade ii capsulitis which progressed to grade iii.

Event description:
Healthcare professional reported right side ruptured implant and history of grade ii capsulitis which progressed to grade iii. The device has been explanted.